Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and fluid loss. It was detailed that the balloon was tested, and a hole was found. A surgical procedure was performed during which the aus was removed and replaced. No further patient complications were reported.